Event description:
In 2007, the company rec'd a report where it was claimed that the device developed a "cuff leak" during pt use. Replacement of the tube was required. The caller reported that this occurred three times with the same product.